Event description:
It was reported that this right atrial (ra) was dislodged prior to patient discharge from the original implant procedure. This lead was successfully repositioned and the patient was administered antibiotics and a absorbable antibacterial pouch was placed on the pulse generator. No additional adverse patient effects were reported.